Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
During the implant of an occipital nerve stimulation lead in germany, it was reported the tunnelling tool could not be easily advanced. The physician experienced difficulty passing the device through the neck subcutaneous region. The physician managed to get the device through but suspects the issue stemmed from a dull tip. The event allegedly resulted in severe pain for the patient.